Event description:
Patient reports pump malfunction at the end of infusion. Patient was able to complete via drip. No further information, details or dates provided. Patient did not miss a dose. Unknown if defective device is available for return. Pump is being replaced. Serial number: (B)(6). Provigan indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.